Event description:
It was reported that this patient received 3 inappropriate shocks due to an episode of atrial arrythmia. This device remains in service. No additional adverse patient effects were reported.